Event description:
This lead was implanted on (B)(6) 1999 and remains implanted at this time. A call to technical services was placed on 06/24/2014 informing that this lead exhibited noise and threshold issues. The physician was dr. (B)(6) in (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).